Event description:
It was reported that 134 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reintervention (tvr). The lesion being treated in the index procedure, was a 2.5mm, 99% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. After the procedure the patient underwent a tvr for in-stent diffuse restenosis of the target lesion. The physician successfully placed a cypher stent in the target lesion. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Event description:
Same patient as #600093-2005-00841. It was further reported that target lesion 1 was 12mm long. Follow-up angiography showed complete resolution of the stenosis with mild plaque shifting into the small first branch off the 1st diagonal. Per cardiac catheterization report dated on the day of the procedure, ic nitroglycerin was used during the procedure to treat chest pain and the development of hypertension and increased heart rate. One hundred thirty five days after the procedure the pt was admitted with a 2-3 day history of recurrent intermittent chest pain. ECG showed normal sinus rhythm, there was no evidence of enzyme elevation. An exercise stress with imaging performed at that time showed significant reversible anterior wall ischemia in the distribution of the diagonal branch. The pt was referred for immediate cardiac catheterization and possible intervention. Selective left coronary angiography at that time, revealed 99% in-stent restenosis of the previously placed 1st diagonal stent which was treated with balloon angioplasty and placement of a 2.5x18mm cypher stent. Potential dissection in the proximal portion of the vessel proximal to the previously placed cypher stnet was treated with a second 2.5x8mm cypher stent. Final angiography demonstrated complete resolution of the stenosis in the stented segment and no further evidence of dissection. The origin of a small branch off the 1st diagonal was preserved with 80% ostial stenosis, balloon angioplasty of the branch point remained impossible due to the overlapping stent struts. The pt was discharged the next day on continued asa and plavix therapy.